Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact on the customer¿s blood glucose level. Cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump.